Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval; the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the clutch halves were misaligned. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy, and functional testing.